Event description:
The manufacturer received information that a trilogy o2 ventilator experienced a ventilator service required alarm related to an error code e-349 which was confirmed in the device error log. The device was not in use with a patient and no harm or injury was reported. The device was returned to the manufacturer's service center where error code e-349 was confirmed and indicates communication between the host and the oxygen blending module was lost. This event may impact therapy to the patient. The oxygen blender printed circuit board assembly was replaced to remedy this issue. The device passed final testing and was confirmed to operate properly.